Event description:
A customer contacted beckman coulter (bec) reporting that a small amount of diluent leaked from the red blood count (rbc) bath in the coulter lh 500 hematology instrument. The customer indicated that is was a slow drip observed while troubleshooting for latron primer issues. The operator was wearing personal protective equipment (ppe) consisting of a laboratory coat, gloves, and protective eyewear at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous results were generated in connection with this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse observed latron primer high for differentials and retic, and latron control low on scatter for differentials and retic. The fse replaced the line tubing, adjusted scatter for retic and differential, replaced rbc bath (bt2) and aperture module to resolve leak and latron controls issue. In additional communication, the fse stated that sample line was replaced as a preventative measure and rbc bath was cracked. Failure mode: a cracked rbc bath. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).